Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had motor current error detected alarm. Troubleshooting was performed for pump error. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer was unable to complete to program a 0.2 unit fill cannula into the air to determine if delivery is successful. Fill cannula was not recorded in daily history. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
P-cap or reservoir locks properly into place. Device received error 39 during rewind due to corroded electronic assemblies. Unable to perform displacement test, prime or seating test, basic occlusion test, force sensor test, and occlusion test due to rewind anomaly. Device passed sleep current measurement, active current measurement and self test. Device received with pillowing keypad overlay, minor scratches on case, cracked case (battery tube), cracked case-corner of belt clip rails and cracked battery tube threads.